Event description:
The customer reported that the buttons under the display of the mx40 device were not responding. The no audio issue for the mx40 device was found at bench. There was no patient involvement. There was no report of a patient injury or harm. The device was returned to the repair bench. The device went through bench repair and it was confirmed that the speaker had malfunctioned.